Event description:
Device was placed on (B)(6) 2022. On (B)(6) 2022, the patient reported pain at the site after undergoing chemotherapy. A pac study was done which identified a fracture in the device below the clavicle. During device removal on (B)(6) 2022, the pac reservoir was removed and preserved for return to the manufacturer. A fracture was noted at the hub of the reservoir where the catheter was anchored to the device. The remaining catheter had retracted into the vein, inferior to the clavicle and the surgeon was not able to retrieve the catheter. The patient was referred to interventional radiology for removal.